Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.2 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 757 am, the result was 1.4 inr. At 10 am, the result was 3.0 inr. The therapeutic range was 2.5-3.5 inr and the customer tests every two weeks.